Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device has been running for about 12 hours, and they got a message to fill the reservoir, but it would only take up a little bit of water into the tube. Asked if the device lost power or was turned off. They stated it was running now, but earlier it stopped with a red screen and the only way they could clear it was to turn it off and back on again. Checked event log. Alarm 64 (non-recoverable system error, unable to enable pump power (control processor)) and alarm 5 (water reservoir empty) in event log. Water reservoir level was 5. Confirmed it did not take up any water when they tried to fill it. Explained they could continue with therapy. If alarm 64 returns, send to biomed.

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be identified. Asked if the device lost power or was turned off. They stated it was running now, but earlier it stopped with a red screen and the only way they could clear it was to turn it off and back on again. Checked event log. Alarm 64 (non-recoverable system error, unable to enable pump power (control processor)) and alarm 5 (water reservoir empty) in event log. Water reservoir level was 5. Confirmed it did not take up any water when they tried to fill it. Explained they could continue with therapy. If alarm 64 returns, send to biomed. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The instructions-for-use are found to be adequate. Corrections: d, e UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device has been running for about 12 hours, and they got a message to fill the reservoir, but it would only take up a little bit of water into the tube. Asked if the device lost power or was turned off. They stated it was running now, but earlier it stopped with a red screen and the only way they could clear it was to turn it off and back on again. Checked event log. Alarm 64 (non-recoverable system error, unable to enable pump power (control processor)) and alarm 5 (water reservoir empty) in event log. Water reservoir level was 5. Confirmed it did not take up any water when they tried to fill it. Explained they could continue with therapy. If alarm 64 returns, send to biomed.